Event description:
Pt's home health nurse called lfs and alleged that the pt's meter was reading inaccurately erratic. The pt tested and obtained two results of 510 and 326 mg/dl. The tests were taken 5 mins apart. The pt was experiencing symptoms of vomiting and anxiety at the time of testing, which are symptoms of high blood sugar. The home health nurse contacted the paramedics because of the readings and symptoms. The pt was advised to drink fluids. The paramedics tested the pt and her blood sugar was 400 mg/dl. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have control solution to troubleshoot based on the info provided, there is evidence of meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A bottle of control solution is being sent to the pt.